Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic aortic valve, implanted approximately five (5) days, was explanted due to a paravalvular leak. The explanted device was replaced with a 29mm same model bioprosthetic aortic valve. During explant surgeon noted he "could insert a right angle clamp from beneath the valve, past the annulus of the valve to the left coronary area...the valve itself seemed to be functioning normally. The annulus was further debrided." The patient was noted to have tolerated the procedure well. Attempts to obtain explanted device have been unsuccessful.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.